Manufacturer narrative:
Although the customer stated that the product would not be returned, the sensor subsequently arrived which enabled an investigaion to be carried out.

Event description:
The customer has reported anomolous readings during monitoring. No report of injury has been received.